Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false upstream occlusion alarm on channel c was confirmed during product evaluation. This condition was caused by a defective channel c pumphead module. The channel c pumphead module was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician discovered a colleague infusion pump experienced a false upstream occlusion alarm on channel c. This event occurred twice on the same occurrence date. This problem was identified during service as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.